Event description:
Reporter alleged customer's blood glucose device read 60 mg/dl, a few mins after being given some juice due to customer being found comatose. Reporter stated paramedics were then called and their device read 30 & 24 mg/dl within 10 mins of the original 60 mg/dl result, so customer was taken to the hospital and treated with a glucose IV. Qc tests were reportedly performed and results were found to be within acceptable ranges. No other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.